Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; the pump had changed from basal rate program 2 to basal rate program 1 sometime during the night. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/07/2017 with the following findings: a review of the black box showed the user had manually changed between basal programs one and two. The pump was run for 24 hours at a one unit per hour basal rate. The pump did not switch to basal program two or another basal program during testing. No hypersensitive or stuck keys were found. The reported complaint was unable to be duplicated.